Manufacturer narrative:
The charger enclosure for the imaging system was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Device not returned for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system was stuck at start up. The imaging system had failed to start. The "booting screen kept being displayed." The issue was resolved by rebooting. No complications were reported/anticipated. This issue occurred outside of procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) and serial number updated to proper value.